Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Company representative reported via patient "I have received your safety recall for the biocell textured breast implants. I currently have a hard left breast implant." Healthcare provider reported left side pain and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Patient reported "the muscle is capsulated" and "squeezing the implant" and exchange from textured to smooth device due to the patients concern with the product. Later healthcare professional reported capsular contracture baker grade IV. This record is for the left side. The device was explanted.